Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was not cutting skin smoothly.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2018, it was reported that the device was not cutting skin smoothly. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was january 5, 2013 where it was reported that the deice needed preventative maintenance and the ball detent, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, hose, o-ring, 2 inch, 3 inch, and 4 inch width plates, were replaced. This is not a related issue. Product review of the air dermatome on august 28, 2018 revealed that the 1 inch, 2inch, and 4 inch width plates showed pitting in the harvesting area. The control bar was nicked. The hand piece, neck, and head were nicked and pitted and the throttle lever was tight. The reciprocating arm showed slight damage where the blade connects. The motor speed was within specifications and the control bar was in the correct position. The device was outside calibration and side to side specifications at the zero setting only. Repair of the air dermatome has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the control bar and head were nicked. The reciprocating arm showed slight damage where the blade connects. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the control bar and head were nicked. The reciprocating arm showed slight damage where the blade connects. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.